Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gives error emergency stop is on. Review of the system log file showed that a high number of errors and warnings. Fse analyses the system and found that the geometry/imaging controller pulled out from the connection and lost it software. As a part of repair action fse plugged and secured controller connection. Updated geometry/imaging controller but during loading software it get corrupted. So, again fse reseated the geo module and save database along with replacing the ttcf circuit board on patient table. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the emergency stop remained on the azurion 7 m20 system, even after restarting the device. As a result, the system was unavailable for use by the customer. The system was in clinical use at the time of the event. No harm has been reported. It was later indicated that the geo module cable was pulled out of the connecting circuit board. The issue was resolved when the cable was reseated and the geo module software was reloaded. This returned the device back to functionality.